Event description:
Event description guidant received information that this transvenous pacing lead exhibited high impendance measurements within the two weeks following device replacement procedure. A guidant technical services consultant discussed further testing to verify lead integrity. The physician performed an x-ray to evaluate the lead and found no noticable fractures. The physician elected to turn off atrial pacing and abandoned the lead. Additional information was received that pocket manipulation did reproduce noise. The patient does require atrial therapy, so the physician is planning on opening the pocket to check the connections and if required, revise the right atrial transvenous lead.